Event description:
The customer complained after obtaining a higher than expected vitros tropi es result from a single patient sample processed on a vitros 5600 integrated system. Patient results: 2.67 ng/ml vs expected result < 0.012 ng/ml. A biased result of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected vitros tropi es result was reported from the laboratory and the patient underwent a cardiac catheterization; however, the investigation determined the physician ordered the cardiac catheterization based on two separate ekgs and other clinical findings, not solely on vitros tropi es result that was reported. There was no reported allegation of harm as a result of the cardiac catheterization. (B)(4).

Manufacturer narrative:
The investigation confirmed that a higher than expected vitros tropi es result was obtained from a single patient sample processed on a vitros 5600 integrated system. Root cause for the event could not be determined; however, inappropriate pre-analytical sample processing or an analyzer malfunction could not be ruled out as contributing factors. The investigation found no evidence to suggest that an unexpected reagent issue had occurred.